Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 the pump was returned due to customer allegation to high bgs. No allegation to pump defectiveness noted. Unit it power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08660 inches. Successfully downloaded history files and traces using thus. No delivery anomalies noted. No delivery alarms not noted in the pump history/trace files on the event date. No traces of moisture were noted at electronic assemblies or motor assemblies per visual inspection. The p-cap does lock properly. The following were noted during visual inspection: scratched case, corroded battery tube, missing display window cover, cracked keypad overlay, cracked battery tube threads, and cracked retainer ring. No device problem found during full functional testing. However, corroded battery tube noted during visual inspection. Unable to verify customer alleged for high blood glucoses. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Blood glucose level was 14.3 mmol/l. Troubleshooting was not performed. The device will be returned for analysis.